Manufacturer narrative:
Evaluation summary: two images were received...one image of the shelf carton label and the second image of a partially deployed stent. The protégé gps stent delivery system, (sds), was received for evaluation .the sds was received with the outer sheath retracted expo sing the distal end of the stent. The exposed stent cells were flowered. Approximately 16mm of stent was exposed and flowered. The stopcock tube was examined and the presence of dried residue was noted indicating that the device was prepped. The deployment paddles were approximately 85mm apart. Backlighting was used to determine the location of the proximal end of the stent and the stent retainer. The stent was of the appropriate length. The delivery system was checked for any blockages - none were found. The stent and distal assembly were examined: no abnormality or deformity was noted. From the photo image returned <(>&<)> the visual examination conducted, the stent started to deploy outside the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a protege gps self-expanding stent. The device was inspected and prepped prior to use. No resistance felt advancing the device. When the stent was placed inside the artery it did not expand as normal, the stent cannot expand. Another device was used to complete the procedure. No patient injury or other clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.